Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the light transmission is lost or too low, and the lg-bundle (light guide bundle) of the video cable section is broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.